Manufacturer narrative:
Block h6: imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf code f2203 is being used to capture the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was removed during a procedure on (B)(6) 2025. It was reported that the orbera balloon hyperinflated and the patient experienced discomfort, vomiting, nausea, and abdominal pain. X-ray imaging was performed and an endoscopic procedure was required to remove the balloon, and a new balloon was placed. The patient made a full recovery.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was removed during a procedure on (B)(6) 2025. It was reported that the orbera balloon hyperinflated and the patient experienced discomfort, vomiting, nausea, and abdominal pain. X-ray imaging was performed and an endoscopic procedure was required to remove the balloon, and a new ballon was placed. The patient made a full recovery.

Manufacturer narrative:
Block h6 imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf code f2203 is being used to capture the reportable event of imaging required. Device evaluation: block h11: the returned orbera balloon was analyzed. A visual inspection was performed. The device was returned deflated where it can be observed that the balloon was colored blue. Media analysis was performed. The documentation provided by the customer observed an x-ray with imaging of patient anatomy where it is possible to identify the balloon with the spontaneous inflation condition. The reported event of balloon spontaneous inflation is confirmed. A risk review of orbera was completed and confirmed that the event of balloon spontaneous inflation, vomiting, pain, abdominal, endoscopic procedure, nausea, dfu (directions for use) not followed and imaging required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system directions for use (IFU) states "the igb is placed in the stomach and filled with sterile saline"; however, it was observed during the visual inspection that methylene blue was used when filling the orbera balloon. There is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: balloon spontaneous inflation, vomiting, pain, abdominal, and nausea. Based on all gathered information, the probable cause selected for the events of balloon spontaneous inflation, vomiting, pain, abdominal and nausea is known inherent risk of device, since these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). For the event of device use of device issue- user error, this issue is catalogued as failure to follow instructions because the problems traced to the user not following the manufacturer's instructions. However, this failure could not be related directly to the main cause of this investigation. For the events endoscopic procedure and imaging required, they happened during the procedure, and the most probable cause of those reported issues cannot be established due to lack of evidence. For this reason, they will be classified as cause not established.